Event description:
It was reported that the patient's presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to be removed from the left ventricular (lv) lead. The lv lead also had failed to capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of "wire cannot be removed" was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead with partial stylet stuck was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event of "wire cannot be removed" was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Abbott is continuing to monitor this issue.